Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, lot # n231120008, product type catheter.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine, bupivacaine and clonidine. Indication for use was noted as spinal pain. It was reported that the patient had a loss of therapy. The patient had multiple procedures done including having a paddle lead implanted and a dorsal root ganglion (drg) implanted, which could have affected the catheter. It was noted that a catheter dye study was performed. The catheter was not patent. The catheter was replaced. It was noted that the event resolved at the time of report. The date of the event is unknown.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine , bupivacaine and clonidine. Indication for use was noted as spinal pain. It was reported that the patient had a loss of therapy. The patient had multiple procedures done including having a paddle lead implanted and a drg implanted, which could have affected the catheter. It was noted that a catheter dye study was performed. The catheter was not patent. The catheter was replaced. It was noted that the event resolved at the time of report. The date of the event is unknown. Additional information received from a healthcare provider (hcp). It was reported that the catheter was just not flowing. It was undetermined where the occlusion was in the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.